Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of having high blood glucose of 400mg/dl a few weeks ago and treated with a manual injection. Customer's mother declined high blood glucose troubleshooting as their child is in school but will call back later. No further details given.